Event description:
Right colectomy. Reload was fired and partially cut and stapled. The knife blade was left exposed. New dlu was applied to complete the case.

Manufacturer narrative:
Results and conclusions: during analysis, it was confirmed that the knife stalled and only traveled through the first two staples. However, the root cause can not be determined. From the icr report: partially cut and stapled. Drive clips-ok. Dlu fire shaft rotates smoothly. Both returned reloads were fired only through the first 2 staples. They were reset and fired successfully. See scanned pages.